Event description:
It was reported the devices were used during a v.a.t.s. Procedure. It was reported by the affiliate that the first device was spitting clips. The second and third devices had malformed clips. There was no patient consequence.

Manufacturer narrative:
Yielded jaws. The product complaint analysis complaint team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, abc-no; damaged jaws, abc-yes; damaged feed bar, abc-no; damaged floor, abc-no; damaged handle shrouds, abc-no; damaged tip shrouds, abc-no; damaged trigger, abc-no; damaged tube, abc-no and damaged weld seams, abc-no. Functional tests & results: antibackup functional, abc-yes; firing: feed conform, abc-no; firing: form conform, abc-no; jaws: hold clip, abc-no; jaws: inside width at tips, abc-.183 and lockout functional, abc-yes. Analysis conclusion; based on the info received and the visual and functional results, it was concluded that the jaws had become damaged on all three of the returned instruments. Due to the damage to the jaws, all of the instruments fired the remaining clips non conforming. It could not be ascertained as to where the damage to the jaws occurred. It should be noted that if the jaws are torqued or closed over a hard object, the jaws can become damaged and will not fire or form the clips correctly. Mfg and engineering have been notified of the reported incident. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.